Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that a different manufacturer representative was calibrating the system and the foot pedal stopped functioning part way through. They tried a different foot pedal with the same result. No patient was present at the time of the event. The manufacturer representative stated that the site did not have sound either. When the system was rebooted the system all of the issue resolved.